Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while on a patient, vent screen went black except for colored vertical lines and constant buzzing. Removed external power and batteries and allowed caps to drain. Eventually the buzzing stopped. No patient harm occurred and another ventilator was used.

Event description:
The following was reported to hamilton medical ag: while on a patient, vent screen went black except for colored vertical lines and constant buzzing. Removed external power and batteries and allowed caps to drain. Eventually the buzzing stopped. No patient harm occurred and another ventilator was used.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).